Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: so, theatres were mistaken and it seems only the device from the flextray misfired. The other individual packed device was opened however functioned fine. With a good discussion, had just now he has confirmed it was actually only the one problematic device.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic procedure, that the clip did not close properly upon proper use leading to significant bleeding (in excess of 1 pint). This led to the laparoscopic procedure changing to open surgery to control the bleeding.